Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
On (B)(6) 2015, the surgeon tried to change the setting pressure but could not even after flashing. It was found by radiography that the stepping motor continued rotating and did not settle. Since the patient¿s condition was stable, a removal or revision is not planned at this point. The patient is being followed.